Event description:
Info received indicates the caster ratchets from side to side after the brake is applied.

Manufacturer narrative:
The technician found the caster was worn. He replaced the brake caster to repair the bed.